Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-nov-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2019, UDI#: (B)(4). Event date: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the x-ray performed in (B)(6) 2017 showed the lead was bent and twisted. Information indicated that this was a migration. A revision was performed on (B)(6) 2019. No further complications were reported.